Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) could not verify the reported issue. The safety monitor was observed to perform normally when powered on and off several times.

Manufacturer narrative:
The reported complaint was not confirmed. The service repair technician could not duplicate the issue. The safety monitor was observed to function properly. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per user facility equipment system, the unit was retired in october 2019. The safety monitor is on a backup heart lung machine (hlm) which has been in storage since october 2019. Evaluation is in progress, but not yet concluded

Event description:
It was reported that the safety monitor level detection system would not turn on. There was no delay, no blood loss, nor adverse consequences to the patient. No other details regarding the nature of this event were provided.